Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was reading inaccurately high. The pt indicated that the alleged meter issue started about a month ago. As a result of the alleged meter issue, the pt increased his dosage(s) of glucophage. It is not clear if the pt increased his dosage(s) one time or several times during the time of concern. On an unspecified date/time after the alleged issue began, the pt claimed that he developed symptoms of feeling like he had a virus. He also claimed that he also developed low blood glucose in one or more instances due to not eating. It is not known if the pt was not eating because of his symptoms of having a virus or due to the alleged inaccurate high blood glucose levels. The same day, at 7:00am, the patient's blood glucose was tested on a doctor's/clinic's meter and a result of "86 mg/dl" was obtained. Within 10 minutes, he tested himself on the reported meter and got "115 mg/dl." Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <=30% and/or <=30 mg/dl. It would have been helpful to know the following info: the patient's testing frequency, his medication and diabetes management regimens, what specific symptoms he had, what meter readings he got before and after the symptoms developed, and what actions the pt took before and during the time he was symptomatic. In addition, it would have been helpful to know what date/time the symptoms developed, if he was symptomatic during the doctor's visit, and if he received any treatment during the visit. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from his forearm and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed unspecified symptoms of low blood glucose after the alleged meter inaccuracy issue began.

Manufacturer narrative:
Lifescan (lfs ) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.